Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient observed their device alerting and it was noted that they became nervous and sent in a transmission to their clinic for review. The transmission was reviewed and it was noted that the right ventricular (rv) lead triggered an out of range (oor) high/undefined impedance alert. It was noted that was unable to be confirmed if the oor measurement was from the rv coil or superior vena cava (svc) coil. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5; h6 patient codes (ime/annex e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient observed their device alerting and it was noted that they became nervous and sent in a transmission to their clinic for review. The transmission was reviewed and it was noted that the right ventricular (rv) lead triggered an out of range (oor) high/undefined impedance alert. It was noted that was unable to be confirmed if the oor measurement was from the rv coil or superior vena cava (svc) coil. The rv lead remains in use. No further patient complications have been reported as a result of this event. It was additionally reported that artifact was noted on the rv lead and it was later confirmed that it was the svc coil that exhibited the high impedance. The coil was turned off.